Manufacturer narrative:
The data was downloaded from the controller and reviewed. One error for low balloon pressure was observed towards the end of the procedure, perhaps due to low cartridge refrigerant. However, no errors leading to any indication of perforations were identified. Seven (7) complete ablations were performed, all at normal operating pressures. The device performed as intended.

Event description:
C2 therapeutics became aware of a serious adverse event on (B)(6) 2017. - patient has a history of primary lung cancer with aggressive chemo radiation treatment. - successful cryoballoon treatment for squamous cell carcinoma in (B)(6) 2017. - on (B)(6) 2017 an emr was done to remove residual squamous ca. - on (B)(6) 2017 squamous ca was treated with cryoballoon for residual ca. Cryoballoon product performed as required. - perforation was noticed in the distal esophagus upon removal of the cryoballoon from the scope. - on (B)(6) 2017 at 3:30 pm the patient was doing fine. X-rays were negative for free air. Barium swallow test will be performed to evaluate stent effectiveness.